Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient charged every day but, a couple weeks prior to the report, the patient was unable to charge the ins. It was noted that there were no contributing factors that occurred at the time when the ins quit working but the patient fell a couple months prior to the report; the patient and her daughters said the patient had used the ins since then. The rep met the patient and her daughters to troubleshoot. The rep was unable to connect with the patient programmer, physician programmer, or the recharger. The rep performed an antenna locate and was able to charge the ins normally but got a power on reset (por) screen. The ins was charged to 1/4 and the por was cleared. The rep performed an impedance check and they were 500-800. The rep said the patient was going to continue to charge the ins at home before turning it back on. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep) via email response reporting that they were not able to determine why patient lost the ability to charge. Rep has not heard anything more since the incident and didn't have the patient's weight. No further complications were reported.